Manufacturer narrative:
The device was returned to the MFR for repair and eval. The service record indicates that the device was manufactured on 10/11/1991 and was last repaired on 01/29/2013. Eval of the device determined that it was within calibration. All three cutters returned with the device produced acceptable grafts. The cause of the reported complaint could not be determined. The device was serviced and returned to the customer.

Event description:
It was initially reported that the zimmer skin graft mesher was hanging up. Add'l clinical f/u clarified the reported issue to be that when a dermacarrier has the tissue graft on it and is going through the mesher, the cutter stalls in the middle of the handle being pulled forward. It was further explained that the cutter stops spinning during rotation and when it resumes the rolling action, it is tearing larger holes in the graft. It was reported that the graft was able to be used. There was no pt injury, increased surgical time or medical intervention. An add'l device was available to complete the procedure.